Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2015 at 10:00 p.m., he experienced dizziness, sweating, light headedness, and "seeing spots" and was rushed to the emergency department of a local hospital at 10:30 p.m. Customer was reportedly diagnosed with hypoglycemia and treated with "peanut butter crackers, sugar water", unspecified medications, and unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.